Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloons was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2023. During the procedure, the balloon would not inflate, and it appears to have a hole in the balloon. The procedure was completed with another cre pro wireguided dilatation balloons. There were no patient complications reported as a result of this event.